Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing and x-ray imaging were performed but revealed no anomalies. No intervention has been performed at this time. The patient was in stable condition.